Event description:
It was reported that the luer lock connection between a prismaflex st150 set and a thermax blood warmer disposable was loose and allowed blood leakage during continuous renal replacement therapy, described as "blood was sprayed over three nurses". The volume of blood loss was not known. The extracorporeal blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the provided video showed "error" while opening. The customer was informed about this problem but there was no other way to share the video aside from text message. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.